Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152902 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section b3: date of event is unknown.

Event description:
It was reported patient's lead had migrated. Investigation was unable to determine which lead was at fault. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Therapy was restored post-op.